Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with eye pain, watery eye, scratchy feeling and light sensitivity in the right eye two months post lasik. The patient was noted to have a corneal abrasion likely from underlying epithelial basement membrane dystrophy (ebmd). A bandage contact lens was placed on the eye. The patient was prescribed a topical antibiotic eye drop and sodium chloride hypertonicity ophthalmic ointment. It was noted the patient had eye pain that started one day post lasik. Additional information received states the patient's symptoms resolved.